Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol is faulty. The patient is experiencing monocular vertical diplopia. Additional information was provided by the surgeon, that in his opinion, the iol/iol optics were the cause or contributed to the event. The patient knew something was wrong, but had trouble finding the right way to complain. The iol was exchanged in a secondary procedure for a new iol of the same model and diopter as the original iol. The patient's prognosis is good.